Event description:
Reportable based on device analysis completed on 21feb2022. It was reported that the inner shaft of balloon was kinked. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the inner shaft of balloon was kinked. The device was removed and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a complete shaft break.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was returned in two pieces. There was a complete shaft break present at 74.6 cm distal the end of the strain relief. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a complete break at 74.6 cm distal to the strain relief. A hypotube kink was also identified at 70.7 cm distal to the strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.